Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the sspi informed me of the following incident with a catheter ref 382933 lot 2340957 per 11/30/2025. During installation, the catheter leaked at the base after connection with the extension. This is the first time this has happened. Who should I make the declaration to? The device was not kept.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.